Event description:
During follow-up, loss of capture, decreased pacing impedance, and r wave amplitude variation were observed on the right ventricular (rv) lead. Diagnostic imaging revealed that the rv lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.